Event description:
A small 3.9cm x18.5cm white spring looking piece of device material was potentially lost in the patient's ankle. The surgeon spent approximately thirty minutes doing a methodical wound examination, and spent additional time doing x-rays which were read back by dr. [Name redacted]. The team could not find the item anywhere in the room, and the radiologist could not see the item on x-ray. The u.d.f. Was left in patient per surgeon discretion. Surgeon notified patient about what happened in pacu, he also spoke with patient's spouse. Available components from the device were sequestered. Also, a similar unopened package was retained for comparison. Operating room charge and manager notified.